Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 246 mg/dl, 112 mg/dl and 192 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the affected product. Reporter stated she no longer has the strips and so no product will be returned for eval.